Event description:
On (B)(6) 2010, pt reported the button on the side of the infusion device is not always responding. Verified it is the down button that is giving the pt issues. Pt stated, this is an intermittent issue and "he has to get it just right" in order for it to work. Pt reported, he noticed the issue for the first time about a month ago while attempting to program a bolus. Pt stated, the buttons pop back up when pressed. Advised pt on how to use standard bolus option in menu options to avoid using the down button until he receives his replacement device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.